Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 8fr rediguard intra-aortic balloon catheter (iabc) without the original packaging. Upon return, the one-way valve was connected and tethered to the short driveline tubing. The bladder was fully unwrapped. Dried blood noted on the exterior surfaces of the iabc; no blood was noted within the helium pathway. No sheath was returned with the iabc. The bladder thickness was measured at six points with measurements ranging from 0.0071in-0.0078in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The catheter's central lumen was successfully aspirated and flushed using a 60cc lab-inventory syringe. Some blood was noted. The iabc was leak tested. During the leak test, the bladder did not fully inflate. The proximal end and body of the bladder had inflated but a distal portion of the bladder would not fully inflate. An abnormal iabc bladder tip was noted; the bladder tip was creased, and the bladder material was stuck together. No leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iab insertion difficulty is confirmed. The iabc bladder was fully unwrapped upon receipt of the sample. During the investigation, an abnormal iabc bladder tip was noted; the bladder tip was creased, and the bladder material was stuck together. An abnormal or unwrapped bladder can result in difficulty to advance the iabc into the sheath/patient. The sheath in question was not returned with the sample. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the abnormal bladder. The probable root cause of the complaint is manufacturing related. A non-conformance has been initiated to further investigate the issue.

Event description:
It was reported "the left femoral artery was punctured and the implantation of the balloon did not go in with high resistance and after several attempts, the balloon tube still could not be implanted. The patient was also on ecom, and then the chief physician discussed and had to give up iabp ,and transferred the patient to the ccu ward". Additional information states that the catheter was removed and not replaced. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "the left femoral artery was punctured and the implantation of the balloon did not go in with high resistance and after several attempts, the balloon tube still could not be implanted. The patient was also on ecom, and then the chief physician discussed and had to give up iabp ,and transferred the patient to the ccu ward". Additional information states that the catheter was removed and not replaced. The patient's current condition is reported as "fine".